Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The patient was not fixated on the patient table as recommended. The user manual was provided to the customer showing all relevant safety information. The hospital was instructed to follow the safety instructions accordingly. No remedial action is deemed necessary as there was no device malfunction.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition edge CT system. A 90 year old woman suffered a fracture to the humerus of the right arm after a whole abdomen examination on july 17, 2022. The patient was unconscious at the time of the event and was transferred to another hospital for treatment. No further information regarding the patients health status is available.